Event description:
It was reported that the device kept "double beeping" during testing. No patient involvement.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Event log revealed messages. The customers problem was confirmed, pump was double beeping upon power up and was isolated to the downstream sensor. Action to replace downstream sensor. Device passed all testing. Unknown cause of event.